Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 572mg/dl. It was stated that the customer was throwing up before his admission. It was also mentioned that the insulin pump alarmed motor error. Troubleshooting was declined as nurse stated that troubleshooting was done before, and someone else recommended having the insulin pump replaced. It was stated that the infusion set was changed and the insulin pump did not alarm. Advised the customer to call back if issues persist. No further information was provided.

Manufacturer narrative:
Unable to prime the insulin pump during prime test due to faulty force sensor. Unable to perform basic occlusion test, occlusion test and excessive no delivery test. Unable to verify motor error alarms due to prime anomaly. The motor was tested outside the device and passed.